Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes were found to be deformed before use, however per photo provided, it appears that the additive dripped downwards on the tube wall. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes were found to be deformed before use, however per photo provided, it appears that the additive dripped downwards on the tube wall. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 4 samples for investigation. Photos of the affected samples were attached to the complaint for further review and analysis by quality. After review and analysis of the customer photos, additive abnormality can be seen inside of the tube. In addition, 30 retain samples were visually tested for additive abnormality. 0 of 30 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.